Manufacturer narrative:
(B)(4). H6: health effect clinical code - vertigo. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient received an ¿urgent low¿ alert on their cgm. No specific value was reported. No bg meter comparison value was taken. The patient self-treated with peanut butter and orange juice. Shortly after this, the patient began to feel dizzy, had vertigo, goosebumps, and extreme fatigue. The patient went to the emergency room (ER) where the patient was admitted overnight. The patient was unable to recall the bg meter and cgm values while in the hospital. The patient was treated with IV fluids and insulin. The patient was in ¿stable condition¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.